Manufacturer narrative:
The device was not received for analysis; therefore no physical or visual analysis of the product could be performed. It was reported that the device is not expected to be returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. A combination of patient and procedural factors appear to have caused or contributed to this incident. Review of the dfu notes the reported event as potential adverse event associated with the use of the device. Should additional information be provided or the device returned for analysis a follow-up medwatch report will be filed. Device not returned for evaluation.

Event description:
As reported by the customer - after the locking phase of the valve and assessment of hemodynamic and echocardiographic parameters, it was evidenced significant mitral regurgitation. After the valve phase release, a safari portion was retracted, which resulted in a change from severe regurgitation to moderate. After finishing the procedure, removed the safari, was identified by echotransesophageal that the mitral insufficiency was remedied. When occurs the passage of the wire by mitral chordae, the failure is technical, not on the material. However, we would like to include this event to the database to verify if more doctors are having the same difficulty.